Event description:
The valves were implanted in 2003. In 2004, the facility's nurse informed the MFR's (MFR) vascular access specialist of the following: the pt was admitted to the hosp in 2004, for dehydration. White blood count (wbc) on admission 9. The pt was awake, alert, and oriented (aao). Pt was seen the following month and was lethargic, hypotensive, wbc 26. The physician diagnosed the pt as septic. Additionally, it was noted that the pt had not received a dialysis treatment since admission. The pt was treated with systemic vancomycin and vancomycin cannula locks. No drainage, redness, tenderness or heat was noted from the valve pockets. No further info was available at this time.